Manufacturer narrative:
Gtin/UDI number for item mx9166, lot 17026438 is (B)(4). No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the filter leaked from a small circle on the backside of the filter during patient use. There was no report of patient harm.